Event description:
During a coil embolization procedure, the orbit rdfl complex standard first loop slipped out and the physician wanted to replace it and slowly pulled it back, however they noticed there is no movement of the coil. The coil had spontaneously disconnected. The coil its self was partially in the micro catheter and the proximal segment was stretched out. The final outcome was that the entire coil was removed with additional intervention to prevent permanent impairment/damage. After the event, the patient was stable. The coil was the first one to be placed in the aneurysm. The size of the aneurysm was 13.9mm x 14-15mm x 12.6mm, the neck of the aneurysm 5.26mm. The product was stored per labeling instructions. A dcs syringe was used.

Manufacturer narrative:
During an aneurysm coil embolization when placing the first coil, a 14x30 complex standard orbit rdfl, the first loop slipped out of the aneurysm and the physician wanted to replace it and slowly pulled back; however, it was noted that there was no movement of the coil. The coil had spontaneously disconnected. Part of the coil was in the microcatheter and the proximal segment was stretched out. The final outcome was that the entire coil was removed with additional intervention to prevent permanent impairment/damage. After the event, the patient was stable. The size of the aneurysm was 13.9mm x 14-15mm x 12.6mm, the neck of the aneurysm 5.26mm. It was reported that it is not known if there was resistance during insertion through the microcatheter, if the microcatheter was repositioned while the coil was deployed out of the distal end. The product was stored per labeling instructions. A dcs syringe was used. No further procedural information has been provided in response to multiple investigative efforts. The device has not been received for analysis. A review of the manufacturing documentation associated with final assembly lot 13396274 and coil subassembly lot 13380863 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The wide necked (5.25mm) aneurysm characteristic is a factor that may have contributed to the initial looping of the coil out of the aneurysm. It was reported that prior to detachment, with withdrawal there was no movement of the coil. Based on the limited available procedural information no conclusion can be made regarding specific factors possibly contributing to the reported loss of one-to-one movement of the coil with repositioning. However, it was reported that in addition to the premature detachment the proximal segment of the coil was stretched out. The continued withdrawal in the presence of a loss of one to one appears to have resulted in the coil stretching and then detaching. The instructions for use precautions that if embolic coil repositioning is required in the vasculature, take special care under fluoroscopy to verify that a one-to-one relationship exists between the delivery tube and the embolic coil during retraction. Otherwise the embolic coil may have been stretched, which could lead to premature detachment or coil fracture. If a one-to-one relationship does not exist, the infusion catheter and the detachable coil should be removed as an assembly and replaced. With review of the device history records there is no indication of any manufacturing issues related to the event. Aneurysm characteristics and procedural factors appear to have contributed to the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.